Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens on (B)(6) 2010 in pt's right eye. The lens was explanted on (B)(6) 2010 due to excessive vault and elevated iop. The lens was exchanged for a shorter lens. On pt's last visit bcva 20/16.